Manufacturer narrative:
Product analysis: analysis was unable to confirm that the external pulse generator (epg) did not work. Analysis noted that one case screw was contaminated and both wires on the display were pinched though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work. The epg was returned for service. There was no patient involvement.